Event description:
Customer reported difficulty ventilating the pt in the bag or ventilator mode. There was no reported pt injury. Investigation/conclusion: the datex-ohmeda svc rep inspected the equipment and found that the gms absorber had a broken truarc ring within the selector valve switch. The exact cause of the broken ring could not be determined. This is the first MDR involving a gms absorber wherein the cause was a broken truarc ring out of an installed base of approx 51,000 units.